Manufacturer narrative:
The qc pre and post the event was within lab-established ranges. On (B)(4) 2010 a bci field service engineer (fse) performed the following: ion-selective electrode (ise) mod 10838, decontaminated the system, replaced tubing, electrodes and electrolyte injection cup (eic). Service is on-going on the instrument.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low sodium (na) and carbon dioxide (co2) result generated by the unicel dxc 800 pro synchron chemistry analyzer. Few of the erroneous results were reported out of the laboratory. The samples were repeated and acceptable results were obtained. Amended reports were initiated. The lab has not received any reports of impact to patient treatment.